Event description:
Information received from the field does not address the patient's clinical status but notes intermittent loss of ventricular capture at 7.5 v. Thresholds were also recorded as 7.5 v on september 13, 2005. The device was programmed to ddd, rv only pacing. No lead revision was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received